Manufacturer narrative:
The device history record and previous repair record for zimmer electric dermatome serial number (B)(4) was reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap to query for all repairs on serial number (B)(4) prior to 30 january 2019, the device was noted to have been previously repaired twice, the last repair being for the dermatome not cutting correctly reported on 27 september 2017. The reported event was confirmed by the service technician who performed the evaluation and repair. On 30 january 2019, it was reported from research medical center hca midwest csc that a dermatome was chewing up skin. The customer returned a zimmer electric dermatome for evaluation. Evaluation of the dermatome on (B)(6) 2019 noted that the device was out of side to side calibration specifications at the zero setting. The motor ran erratically, but was still within motor speed specifications, albeit at the low end of specifications. Repair of the device occurred the same day and involved replacing the cord assembly, switch, motor, and multiple bearings. The technician then tested the dermatome and verified that it was functioning as intended. The device was then returned to the customer without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) on 30 january 2019. While the service technician found that the device had an erratic motor, which would cause the dermatome to not move the reciprocating arm at a consistent rate and therefore not allow the dermatome to cut the skin properly, it cannot be determined from the information provided as to what caused the motor be malfunction such that it would run erratically. Therefore, a specific root cause of the reported chewing up skin cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information received.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted. (B)(4).

Event description:
It was reported that the unit was chewing up the skin. The event occurred during surgery. There was short delay and no harm reported. Another dermatome was pulled and unwrapped for use. No additional patient consequences were reported as a result of this malfunction.